Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 01/01/2019 that on (B)(6) 2019, patient experienced a failed transmitter error.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019, patient experienced a failed transmitter error. No additional patient or event information is available. Data was returned and evaluated. The reported event of a failed transmitter error was confirmed via data. A root cause could not be determined via data.

Manufacturer narrative:
Sr-(B)(4).

Event description:
It was reported that a failed transmitter error occurred. The product was evaluated the device was visually inspected and passed. Voltage testing was performed and the test failed due to no voltage. The log was downloaded and reviewed finding a failed transmitter error. The allegation was confirmed. The root cause could not be determined.